Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the nitial report submitted regarding this surgical event and medical device. The second glenoid sphere information is as follows: batch no 1721au027. Manufacturing date: 22-jan-2019 / expiration date: 17-jan-2024.

Event description:
The 42 x 29mm tilted glenoid sphere's center pin did not want to loosen up. Myself as rep tried and when the screw driver slipped I changed the screw driver tip to a new one. The surgeon also tried to loosen the pin after me but failed to do so too. Upon instruction we opened a second 42 x 29mm tilted glenoid sphere and the same thing happened. The pin was stuck and we could not turn the center pin clockwise or anti-clockwise. The surgery was completed by using a third implant, a 42 x 29mm eccentric glenoid sphere. This resulted in the patient's operating time increasing with at least 30 minutes.